Manufacturer narrative:
The pump was received with normal operating currents, and passed the unexpected restart, self test, and the displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion, basic occlusion, excessive no delivery tests, or verify the motor error alarm due to the prime/fill anomaly. The pump was monitored and no unexpected display anomalies were noted. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there are lines moving up and down on the insulin pump lcd display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor error and no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.